Event description:
Procedure: unknown. According to the reporter: the first stapler failed to fire. A new stapler was obtained. This second stapler appeared to fire, but the load contained no staples. The procedure was lengthier than anticipated as a hand sewn anastomosis was required to rectify the situation. No further information could be obtained regarding this incident.